Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the surgeon removed a long trochanteric fixation nail (tfn), helical blade and 5.0mm locking screw. The patient also had a total knee and fractured between the nail and the prosthesis. Original nail surgery was performed on 6/30/2004 and the removal was done on (B)(6) 2013. No implants were broken and everything came out fine with no delays. No lot number or product number could be retrieved from screw. Removed hardware will not be returned and is in possession of the surgeon. The patient is obese. The surgeon placed a retrograde nail after removing the original implants. This is report 2 of 3 for complaint (B)(4).